Event description:
The dealer states that we switched to a plastic grommet to hold the seat upholstery on. Because there are straps on it they have broken and he has to have a stash of metal to repair them. He is out now and is looking to see what he would replace them with.